Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound with stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal end of the stent ended up in the patient's stomach after deployment and the stent was not attached to the delivery system when the delivery system was removed from the patient. The procedure was completed with another hot axios stent and delivery system, and the patient's condition at the conclusion of the procedure was reported to be fine. Reportedly, the patient developed an infection post-procedure. The patient was treated with antibiotics and was noted to be doing fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.